Event description:
The nurse reported that the narcotic I pump was not keeping the programmed amount and kept shifting back to previously set settings. In addition, the pump was not maintaining an appropriate history of the amount infused, and then kept alarming "malfunction." It was also noticed the pump kept increasing the amounts for medication to maintain sedation. This unit is not owned by our hospital, it is leased equipment through a separate company. The pump was sent out to the rental company for repairs.